Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-04415. Device investigation is pending the return of the device. Investigation will be housed withing (B)(4) with MDR# 3030677-2023-04415.

Event description:
It has been reported that the device is failing self-test.